Event description:
It was reported to boston scientific corporation that on (B)(6) 2008 a corrective surgery was performed and an advantage transvaginal mid-urethral sling system was implanted. According to the complainant, at some point after the procedure the patient experienced incontinence, pain, infection, and blood in her urine (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.